Event description:
It was reported that the patient intentionally discharged 200 units of insulin into his body; the reporter noted that the patient removed the cartridge from the pump while attached to the infusion site and purposefully pushed on the plunger until the cartridge was empty. It was alleged that the patient's behavior was a suicide attempt. The reporter said that the patient was taken to the hospital by ambulance for treatment and for psychiatric evaluation. According to the reporter, the patient has not resumed insulin pump therapy. No additional details of the event are available. Although this adverse event was caused by the misuse of the devices, this complaint is being reported because immediate medical intervention was essential to mitigate the effects of the misuse.

Manufacturer narrative:
Because there is no allegation of device malfunction, the pump is not expected to be returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned at a later date, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.